Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) turned black, but the plug was pulled out and the puncture site was not successfully sealed. The plug deployment button was pressed, the device was removed after waiting a few seconds, and manual compression was applied to achieve hemostasis. There was no reported patient injury. The device was used for femoral artery closure. The intended procedure was a femoral artery angiography, and hemostasis was achieved with manual compression. The procedure used a retrograde approach. There were no visible signs of damage to the device packaging before use. Angiography confirmed appropriate femoral artery suitability, including an insertion angle of 30¿45 degrees and a vessel diameter of at least 5 mm. No calcium, plaque, nearby stent, or stenosis greater than 50% was present, and the site had not been previously closed within 30 days. There was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before use of the vascular closure device (vcd), and there was no difficulty connecting the vcd to the non-cordis sheath. The vcd and sheath were retracted together until pulsatile flow slowed or stopped, and the indicator window turned solid black. An audible click was heard during locking, and pulsatile flow was observed from the bleed-back indicator. The deployment button was fully depressed, and the vcd and sheath were removed together 1¿2 seconds later. The indicator wire was not visible upon device removal. The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) turned black, but the plug was pulled out and the puncture site was not successfully sealed. The plug deployment button was pressed, the device was removed after waiting a few seconds, and manual compression was applied to achieve hemostasis. There was no reported patient injury. The device was used for femoral artery closure. The intended procedure was a femoral artery angiography, and hemostasis was achieved with manual compression. The procedure used a retrograde approach. There were no visible signs of damage to the device packaging before use. Angiography confirmed appropriate femoral artery suitability, including an insertion angle of 30¿45 degrees and a vessel diameter of at least 5 mm. No calcium, plaque, nearby stent, or stenosis greater than 50% was present, and the site had not been previously closed within 30 days. There was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before use of the vascular closure device (vcd), and there was no difficulty connecting the vcd to the non-cordis sheath. The vcd and sheath were retracted together until pulsatile flow slowed or stopped, and the indicator window turned solid black. An audible click was heard during locking, and pulsatile flow was observed from the bleed-back indicator. The deployment button was fully depressed, and the vcd and sheath were removed together 1¿2 seconds later. The indicator wire was not visible upon device removal. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 5f catheter sheath introducer (csi) was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the device returned as it was received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.